Manufacturer narrative:
No device/product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the maxplus valve is sticking down after access resulting in leakage of blood, chemotherapy as well as non chemotherapy.